Event description:
It was reported that during use, the right side where the trach tube snaps into the flange was the piece that was found to be broken. One side of the knob part of the flange where the trach pivots on was snapped completely off and the other was out. The tube was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned unit was contaminated. Further examination shows that on one side of the flange the lug/pivot pin was broken at the flange socket area. The lug remained in the flange socket, so it snapped in place. A pin shear test was carried out. The quality controller statistically samples each lot of flanges received from our vendor. At the inspection stage of the process each unit undergoes a 100% swivel check. It was at these stages of the process that any defects are removed from the lot. The defect detected on the returned unit would not have passed this inspection. It was reported that during use, the right side where the trach tube snaps into the flange was the piece that was found to be broken. One side of the knob part of the flange where the trach pivots on was snapped completely off and the other was out. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: during and after attachment of respiratory or anesthesia tubing connectors to the shileytm inner cannula xlt, avoid application of e xcessive rotational, linear, or rocking forces on the tubing and/or connectors to prevent damage to the tracheostomy tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.